Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose of 203 mg/dl. Troubleshooting was performed for high blood glucose. Customer was advised to call back when in receipt of tubing clamp in order to perform high pressure test. Customer called back and insulin pump failed high pressure test twice. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to complete functional test due to prime anomaly. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.